Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch and partial unlocked keypad connector. The device was unable to perform all functional testing including the displacement, operating currents, a 21 error test, rewind, basic occlusion, occlusion, prime test, a 33 test, excessive no delivery test nor verify a 47 alarm due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they got software error. The customer¿s blood glucose level was 141mg/dl. Troubleshooting was performed for pump error. The product will be returned for the analysis.